Manufacturer narrative:
(B)(4). (B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was able to confirm the issue. The fss replaced the versa logic printed circuit board assembly, the instrument manager module, and the touchscreen. After the first set of parts replaced, the unit continued to freeze and there was a 2 minute delay time in response to the screen. The second repair consisted of the advantech board and hard drive replacement. The unit continued to freeze after the 2nd repair. The fss connected the ethernet cable to the other ethernet port on the advantech board to resolve the issues reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported the phacoemulsification unit freezes with all programs. A brief description from the account stated the unit displays 2012 -ih timeout error. The error at times appears during surgery. The surgery center has to restart the system to eliminate the errors. The surgery center indicated the 2012 errors and unit freezes is ongoing. There was no patient injury reported.

Manufacturer narrative:
Additional information: further follow ups were made with the account contact person, to clarify whether the issue occurred three (3) times during the same procedure or if the issue occurred at three (3) different times; however, the contact person was not able to provide precise information and stated that he did not exactly know, that he attended one case with doctor during phaco 1 and that sometimes the problem appeared after start-up directly. The customer still has the unit; however, system replacement has been approved. Results codes: an additional results code of "120" was used to capture the electrical problem. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities and that the system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Correction - in initial report the following information was not provided. "Technical support specialist confirmed that the software and firmware were correct." Additional info - conclusion codes - after repairs system is still experiencing the error. System replacement was approved.

Manufacturer narrative:
Through follow up, it was reported that the system freezes suddenly, may be in ten (10) seconds after start up, sometimes during surgery, may be after some cases. When asked in this case, if the issue was during surgery, the response was "yes, three (3) times". It was stated that there was no patient injury and no medical interventions were required. Further follow ups were made with the account contact person, to clarify whether the issue occurred three (3) times during the same procedure or if the issue occurred at three (3) different times; however, no additional information /response was received. All pertinent information available to abbott medical optics has been submitted.